Event description:
Grade IV capsular. Bilateral ruptured silicone implants removed, replaced with bilateral saline implants.

Manufacturer narrative:
Conclusion: amber color condition of aging. Cloudiness cause undetermined. Cause of tear(s) undetremined. Gel not all returned. Foreign material cause and source undetermined. Weight within specification limits. Tear(s) caused by stress. Envelope thickness within specification limits. Weight low due to gel missing.